Event description:
Instrument was reported to have broken during use in surgery. Surgeon chose not to retrieve the broken off piece. A second procedure was performed by a different surgeon to remove the piece.